Event description:
It was reported that during an esophageal balloon dilation treatment procedure, the balloon deflation failed. A cre 18-20mm 8cm f/g balloon dilation catheter had been selected to treat an unspecified esophageal lesion. While the physician was attempting to advance the device, the device kinked and would not pass through the scope adequately. A second cre 18-20mm 8cm f/g balloon dilation catheter was advanced and inflated, but would not deflate. The device was able "to be pulled out with the scope and cut". The procedure was completed with another cre 18-20mm 8cm f/g balloon dilation catheter. There was no pt complications reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complaint description could not be confirmed as the complaint sample was not returned. The device history record for the lot number has been reviewed for manufacturing issues and no issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause will be classified as undeterminable.